Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt3914 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported when the patient underwent PICC catheterization at 10:30 today, the catheter was clipped and the catheter was connected to the connector, but the catheter and connector could not be connected. The connector was replaced, and the patient was explained to comfort the patient, and the patient was emotionally stable.